Event description:
During a dressing check the nurse noted a size 2 fr catheter leaking at the distal end of the fixation wing and catheter line. The catheter was exchanged and sent to biomed for reporting and return to the manufacturer. The manufacturer rep is in the process of trying to attain the device samples.

Manufacturer narrative:
Corresponding medwatch submitted by user: (B)(4). The device has not yet been returned to vygon, but the complaint details have been sent to vygon (B)(4) for complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.